Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during dwell 3 of 4. The hp had left the unused final line clamp open. The hp wanted to end therapy. The baxter technical services representative assisted as requested and advised the hp to contact his nurse within 24 hours. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the patient had reported the event and his user error to her, and that the patient's therapy had been going well since. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was use error open clamp. The label review found the labeling adequate for the use error in this complaint.